Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was found damaged. The pacemaker was not used. There were no patient involvement.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the pacemaker¿s packaging was found damaged. The pacemaker was not used. There were no patient involvement.' Instead of ¿it was reported that the pacemaker was found damaged. The pacemaker was not used. There were no patient involvement.' H6 - medical device problem code, '1069 - break' should have been left blank.

Event description:
It was reported that the pacemaker¿s packaging was found damaged. The pacemaker was not used. There were no patient involvement.